Event description:
A caller reported damage to a tandem charging cable and was unable to use it, resorting to a third-party cable for charging the pump. There was no adverse impact to the customer's blood glucose level. The customer was informed that using third-party charging supplies was not recommended, and a replacement charging cable was arranged for delivery via ups. The customer had a backup pump and manual daily injections as alternatives if the battery depleted before the replacement arrived.